Event description:
On october 9, 2004 the pt contacted lfs alleging that her surestep enhanced meter had missing segments. The pt's husband had contacted the emergency svcs, as he was unable to read the display. The pt was unable/unwilling to indicate if she had symptoms of high or low blood glucose levels during the time of concern. The paramedics had advised the pt that her blood glucose level was elevated; however, the result could not be recalled. No treatment was administered. In 2004, the customer svc rep walked the pt through a blood glucose test, using another meter, and obtained a 368 mg/dl. The pt did not allege harm. There is no info to suggest that the pt experienced injury. Based on the display issue, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.